Event description:
It was reported that a user of the ilet bionic pancreas experienced multiple low glucose events while using the system, including a documented low of 45 mg/dl lasting about an hour; the user reported being insulin sensitive, announcing meals as instructed, and that an endocrinology office adjusted the pump to a lower glucose target, after which the user disconnected and requested training support. Symptoms included shakiness and sweating. Outcomes included self-treatment with oral carbohydrates. Investigation included a review by customer support and initiation of additional user training. Investigation of this case revealed no device alarms and an unclear cause for hypoglycemia, with user-specific insulin sensitivity and target-setting changes as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.